Event description:
No additional information is made available.

Manufacturer narrative:
The complaint was confirmed based on the medical reports that were provided. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined; however, the patient was noted to have massive amount of glenoid bone loss, which may have been a contributing factor. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown humeral stem; unknown humeral tray; unknown humeral bearing; unknown glenosphere; unknown glenoid base plate; unknown peripheral screws x3; unknown central screw. The complaint is in investigation, once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 09168, 0001825034 - 2018 - 09169, 0001825034 - 2018 - 09170, 0001825034 - 2018 - 09171.

Event description:
It was reported patient underwent left reverse shoulder arthroplasty revision. Subsequently, patient was revised due to loosening approximately seven (7) months post-implantation. No additional information is made available at this time.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. UDI- (B)(4). Concomitant medical products : 115378 comp rvs tray +10mm co 44mm 453610, xl-115365 arcom xl 44-36 rtnv+3 hmrl brg 996270, 115316 comp rvrs shldr glnsp +6 36mm 857870, 113633 comp primary stem 13mm mini 040020, 115396 comp rvs cntrl 6.5x30mm st/rst 235730, 180551 comp lk scr 3.5hex 4.75x20 st 687970, 180559 comp nlk scr 3.5hex 4.75x25 st 657550, 180558 comp nlk scr 3.5hex 4.75x20 st 350250. The complain is under investigation. Once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported patient underwent left reverse shoulder arthroplasty revision. Subsequently, patient was revised due to pain, glenoid loosening and bone loss approximately seven (7) months post-implantation. No additional information is made available at this time.